Manufacturer narrative:
Tw # updated sections: b4,d4 UDI#,g3,g6,h2,h6,h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during vein harvesting procedure some endoscopes were not centering properly on the monitor and intermittently lost light and camera visualization. Customer reports that some units were also found to have cracks in the black eye piece.